Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. A complete generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system made a popping sound and the monitors went black. This resulted in a total of imaging functionality. There is no report of injury or death associated with the event described in this complaint.